Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to the corroded motor home switch. They were unable to verify for the compromised force sensor system alarm due to a constant motor error alarm. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that there were some compromised force sensor system alarms in the alarm history.